Event description:
It was reported that there was no capture and undefined out of range (oor) impedance on the right ventricular (rv) lead. It was noted there was a possible fracture on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID sdr303b implantable pulse generator (ipg), implanted: (B)(6) 2005-; 405852 implantable pacing lead, implanted: (B)(6) 1990. (B)(4).